Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient identifier, age or date of birth, sex, weight, ethnicity, and race: patient information has not been provided by the user. Address-line 1: (B)(6).

Event description:
The customer from (B)(6) reported staining alteration and uneven staining. The field service engineer replaced the aspiration and dispense check valve and adjusted the levelness of the instrument. The dispensing volume of ER was adjusted to 200ul, and the staining was improved. The probe was leaky. Impacted slides were retested. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.